Event description:
It was reported that, "was attempting to verify the expiration date and could not locate it anywhere on the outside or inside packaging. An additional stem of the same catalog number was available."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.